Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not verify the 'battery exceeded 2 year life' message. Review of the log confirmed that the central control monitor (ccm) date had changed to 17-feb-2047 on (B)(6) 2021. The fsr replaced the ccm. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the ccm date to be 17-feb-2047 when it should have been (B)(6) 2021 per the log review. It was determined that the date change was the cause of the 'battery exceeded 2 year life' message. The coin battery that supplies the power was 3.0018 volts direct current (vdc) which is within specification. Per data log review, the system was used on (B)(6) 2021. On the next power up the date changed to 17-feb-2047. This will cause the reported message 'battery exceeded 2 year life'. This is a ccm issue where the date changes at power up. On the next power up the date is correct again, 03-jun-2021. The log confirms the complaint.

Event description:
It was reported that during the use of the device for a non-clinical activity, the unit displayed a 'battery exceeded 2 year life' message earlier than expected. There was no patient involvement.